Event description:
Screws repeatedly got detached from the screwdriver and were falling into the wound before they could be tightened.

Event description:
Screws repeatedly got detached from the screwdriver and were falling into the wound before they could be tightened.

Manufacturer narrative:
Currently device not yet returned for evaluation. Internal investigation in progress but not yet complete.

Manufacturer narrative:
The affected device was not returned for investigation and therefore it was not possible to perform the product specific examinations which are indispensable in such cases. Based on the available information, the root cause for the reported event can not be determined. Device not returned.